Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer vomited. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.